Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump alarmed during the rewind due to corroded motor assemblies. The functional testing could not be completed due to the corroded motor assemblies. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 240 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.